Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the hygiene microbiological investigation report. The cleaning, disinfection, and sterilization of the scope was performed by the customer. The scope was precleaned. The bedside pre-cleaning occurred in the examination room under five (5) minutes post procedure with water. The instrument channel was cleaned with the olympus single-use brush bw-412t and bodedex forte. The cleaning brush for the instrument channel is disposed after a single use. The instrument channel/suction was brushed (suction cylinder to distal end and suction cylinder to scope connector) until no debris was observed in the bristles of the brush. The instrument channel opening was cleaned with the olympus channel-opening cleaning brush bw-412t until no debris was observed in the bristles of the brush. All channels were flushed with water. It was unknown if the biopsy valve, air/water valve, and suction valve were brushed /disinfected/sterilized. The water bottle was reprocessed by autoclave. Manual disinfection was not performed. Cantel bht innova e4 and e5 was used as the automatic endoscope reprocessor (aer) along with proteazone plus detergent and rapizide part a and part b disinfectant. The endoscope and aer were compatible. All channels of the endoscope were connected to aer¿s injection ports and supplied with disinfectant. It was unknown if the disinfectant was used within the expiration date. The aer¿s disinfection process program was used according to the aer manufacturer¿s recommendation. The air/water channel, suction channel, and auxiliary channel were not flushed with alcohol. All removal parts (valves, water resistant cap) were detached from the endoscope. The endoscope was dried before prior to storage. The endoscope was stored in the drying cabinet. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. Two (2) colony forming units (cfus) of micrococcus sp. And one (1) cfu of aerobe spore forming agents were identified. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was evaluated where no abnormalities were found though there were several technical defects such as scratches, wear, and angulation issues. These defects were not considered severe enough to cause a potential adverse event and are likely due to wear and tear damage from use over an extended period of time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the relation between the event and the device could not be confirmed. Though lower than that standard value, growth was confirmed after reprocessing in accordance with the instructions for use (IFU). This information is addressed in the instructions for use (IFU): "reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. " olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device was received at rrc (regional repair center) at olympus hamburg site with attached customer report of hmi results. Report contained the following results noted as follow : sample inlet temperature - 24.4 °c. Inhibitors - antibacterial substances not detected. Total bacterial count - 12 cfu/ml. Culture (rinsing solution) - 10 cfu micrococcus sp. 2 cfu aerobic spore formers. The device was placed quarantined at cds area in the service center. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the device when received at service center found with an hmi (hygiene microbiological investigation) report that the device was detected positive with micrococcus sp and aerobic spore formers. The device was quarantined and placed in the service cds (clean, disinfect and sanitize) area in rrc (regional repair center) hamburg. There was no patient infection or harm associated on this reported event. No user injury reported.